Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module was programmed to infuse remifentanil using guardrails library. It was noted however the medication was free flowing while programming the infusion despite the tubing loaded and door fully closed. It was quickly caught by the clinician. There was patient involvement but no harm. Per customer no products will be returned. Although requested, no additional information was available.

Event description:
It was reported that the pump module was programmed to infuse remifentanil using guardrails library. It was noted however the medication was free flowing while programming the infusion despite the tubing loaded and door fully closed. It was quickly caught by the clinician. There was patient involvement but no harm. Additional information was received from the customer which states: the give and take of the platen and occluder springs are contributing to over infusions. The springs are causing changes because of pushback on platen door and occluders, causing separation and free flow. They noted hinges were good, devices upgraded and are not variables in this scenario. ¿the occluders are not occluding when they should be because of spring factors¿, and uhn has videos of this from their own testing.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Correction: describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report of a free flow event of remifentanil was not confirmed through a review of the logs or reproduced during laboratory testing. ¿ laboratory test results performed on the suspect pump module confirmed the device to be within specification for rate accuracy and the device demonstrated it was operating as intended. ¿ additional functional testing of the suspect pump module also observed there was no free flow while programming the device or during the test infusion using the last programmed infusion parameters. ¿ the logs identified that on (B)(6) 2024 at 9:46 am, the user selected the device and then selected the following: ¿ guardrails drugs ¿ exit ¿ options ¿ anesthesia mode ¿ enable ¿ pump module air detection = 500 microliters ¿ confirm ¿ at 9:47 am, the user channeled off the unit with no infusion started. Pvi was recorded as 0.0ml. ¿ the review of the suspect pump module and concomitant point of care unit (pcu) error logs showed no errors or malfunctions on the incident date for these devices. ¿ it is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ internal and external inspection of the pump module, including the pumping mechanism, did not identify any irregularities. ¿ inspection and testing of the incident becton dickinson (bd) primary administration set could not be performed since it was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ when the pump module is turned off, the administration set¿s roller clamp should be the primary means of controlling fluid flow when the device door is opened. ¿ the bd alaris system user manual door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of a free flow event of remifentanil was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device operating as intended.

Event description:
It was reported that the pump module was programmed to infuse remifentanil using guardrails library. It was noted however the medication was free flowing while programming the infusion despite the tubing loaded and door fully closed. It was quickly caught by the clinician. There was patient involvement but no harm. Additional information was received from the customer which states: ¿ the give and take of the platen and occluder springs are contributing to over infusions. ¿ the springs are causing changes because of pushback on platen door and occluders, causing separation and free flow. They noted hinges were good, devices upgraded and are not variables in this scenario. ¿ ¿the occluders are not occluding when they should be because of spring factors¿, and uhn has videos of this from their own testing.